Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the patient was revised due to pain.

Manufacturer narrative:
Review of revision operative notes confirms patient underwent a right revision knee arthroplasty due to a loose tibial component in varus inclination. The femoral component was not revised and therefore, did not contribute to the reported event.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It has been reported that the patient's knee arthroplasty was revised due to tibial loosening.